Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends h3 other text : see section h.10.

Event description:
It was reported that the customer experienced 3 different needle stick injuries with the unspecified bd vacutainer® safety-lok¿ blood collection sets during the 2018 year. "60%" of the incidents occurred after the procedure, during the activation of the safety shield. A "large percentage" of needle sticks occurred "due to sudden patient movement" during the blood draw. Other needle sticks occurred while taking the exposed needle to the sharps container. All needle stick injuries were met with "post eval testing, follow-up and treatment", including "test screening for hep a,b&c, hiv". Special tests were also performed on cases where the source patient in question had some "other communicable blood disease". "No sero conversions occurred" due to the dirty needle sticks. This complaint was created to capture the 2nd of 5 related incidents. The following information was provided by the initial reporter: "the customer indicated that it had 44 needlestick injuries in 2018 from bd vacutainer safety-lok blood collection sets. The injuries were across five of the system¿s sites." "The customer uses primarily 367283, 367281, and 367285. He said that about 60% of their needlesticks occur after the procedure, during the activation of the safety shield. He also reported that a large percentage of the rest typically occur when the patient moves. He reported that the number of needlesticks in 2018 is about what they experience each year with that product." "In general, sticks associated with the referenced devices are not the result of product malfunction but more so with the activation process of the saf-t-lok itself ( in my opinion a clumsy/risky operation). We average about 40-50 sticks each year health system wide with the largest percentage of sticks occurring while activating the needle and tubing. The remainder of sticks occurring are occurring due to sudden patient movement while drawing blood and also following use and enroute to the sharps container for those that do not activate the safety cover due to the associated risk and fear of getting stuck while doing so. So they choose not to activate the safety feature and walk to the sharps container with needle exposed placing others and themselves at risk of getting stuck.( which sometime happens)." "Less than 5% -10% clean needle sticks. 90-95% dirty needle sticks." "All contaminated sticks have post eval testing, follow-up and treatment" "test screening for hep a,b&c, hiv with special cases determined on whether source patient had other communicable blood disease" "no zero conversions occurred due to contaminated sticks involving the product in question."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the customer experienced 3 different needle stick injuries with the unspecified bd vacutainer® safety-lok¿ blood collection sets during the 2018 year. "60%" of the incidents occurred after the procedure, during the activation of the safety shield. A "large percentage" of needle sticks occurred "due to sudden patient movement" during the blood draw. Other needle sticks occurred while taking the exposed needle to the sharps container. All needle stick injuries were met with "post eval testing, follow-up and treatment", including "test screening for (B)(6)". Special tests were also performed on cases where the source patient in question had some "other communicable blood disease". "No sero conversions occurred" due to the dirty needle sticks. This complaint was created to capture the 2nd of 5 related incidents. The following information was provided by the initial reporter: "the customer indicated that it had 44 needlestick injuries in 2018 from bd vacutainer safety-lok blood collection sets. The injuries were across five of the system¿s sites." "The customer uses primarily 367283, 367281, and 367285. He said that about 60% of their needlesticks occur after the procedure, during the activation of the safety shield. He also reported that a large percentage of the rest typically occur when the patient moves. He reported that the number of needlesticks in 2018 is about what they experience each year with that product." "In general, sticks associated with the referenced devices are not the result of product malfunction but more so with the activation process of the saf-t-lok itself ( in my opinion a clumsy/risky operation). We average about 40-50 sticks each year health system wide with the largest percentage of sticks occurring while activating the needle and tubing. The remainder of sticks occurring are occurring due to sudden patient movement while drawing blood and also following use and enroute to the sharps container for those that do not activate the safety cover due to the associated risk and fear of getting stuck while doing so. So they choose not to activate the safety feature and walk to the sharps container with needle exposed placing others and themselves at risk of getting stuck.( which sometime happens)." "Less than 5% -10% clean needle sticks. 90-95% dirty needle sticks." "All contaminated sticks have post eval testing, follow-up and treatment" "test screening for (B)(6) with special cases determined on whether source patient had other communicable blood disease" "no sero conversions occurred due to contaminated sticks involving the product in question."